Manufacturer narrative:
B3-date of event is estimated. E1 reporter phone number (B)(6). Additional components potentially involved in the event: common device name: drg: lead, model:mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8145740. Common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8145740. Common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8145740.

Event description:
It was reported that patient ineffective therapy due to fracture of the left l1 lead. Manufacturer¿s representative met with patient and was able successfully establish effective therapy using the right l1, right s2 and left s2 leads. The investigation was unable to determine the lead that was fractured.

Manufacturer narrative:
The report event of unable to deliver required strength was not confirmed. As received, the returned lead (a) worked and passed all test. The cause of the reported event remains unknown.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the left l1 lead was explanted and replaced. Effective therapy was restored post-operatively.